Event description:
X-tack endoscopic helix tacking system introduced through the endoscope and noted to be broken from the catheter. Device removed immediately from scope, intact. New device obtained.